Manufacturer narrative:
The subject device remains implanted.

Event description:
It was reported that the atlas stent was delivered, and the proximal tine moved forward 8mm. A clot formed on the stent, and reapro was given to dissipate the clot. According to the physician, the product lacked sufficient radial force.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, vessel thrombosis is a known risks associated with endovascular procedures and are noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications has been assigned to this event. Because the device was not returned, as assignable cause of 'undeterminable' was assigned to stent improperly deployed. The subject device remains implanted.

Event description:
It was reported that the atlas stent was delivered, and the proximal tine moved forward 8mm. A clot formed on the stent, and reapro was given to dissipate the clot. According to the physician, the product lacked sufficient radial force.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atlas stent was delivered, and the proximal tine moved forward 8mm. A clot formed on the stent, and reapro was given to dissipate the clot. According to the physician, the product lacked sufficient radial force.